Event description:
It was reported to philips that the system could intermittently not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was completed by re-engaging the exposure. The philips field service engineer (fse) went onsite and analysed the system logfile and identified the warning as the that the x-segment controller (xsc) tube current was out of range. The fse observed that the tube adaptation had last been performed two years prior. To resolve this issue, the fse performed tube conditioning, adaptation and edl calibration. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the issue was intermittent and it didn¿t impact the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.